Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that on (B)(6) 2017, the patient experienced a blood glucose (bg) of 37 mg/dl with cognitive impairment, confusion, difficulty speaking and severe dizziness associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes management. The reporter mentioned that the patient had to be force fed because the patient was having difficulty swallowing. During troubleshooting with customer technical support (cts) it was unknown whether or not the total daily dose basal delivery totals were recorded as programmed and it was unknown whether or not the pump was delivering the basal rate as programmed. The reporter was unwilling or unable to complete troubleshooting. This complaint is being reported because the patient experienced hypoglycemia associated with an alleged inaccurate delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 11/17/2017 with the following findings: review of the black box data revealed the last basal delivery was recorded on (B)(6) 2017. The pump was powered on and exercised for 24 hours without power interruption, error, alarm or warning. Flow accuracy testing revealed the flow accuracy to be within the required specifications. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pumps interior components. Investigation did not duplicate the complaint and the pump was determined to be operating as intended and without malfunction.